Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pruritus ("itching") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pruritus (seriousness criteria medically significant and intervention required), eczema ("severe eczema"), ovarian cyst ("ovarian cyst"), urinary tract infection ("urinary tract infection"), micturition urgency ("urgent urination"), pollakiuria ("frequent urination"), ovulation pain ("painful ovulation"), hot flush ("hot flushes"), burning sensation ("burning"), vulvovaginal pain ("stabbing of vaginal area"), myoclonus ("myoclonic jerks"), hypoaesthesia ("numbness"), the first episode of pain in extremity ("leg pain"), spinal osteoarthritis ("spondylosis") and the second episode of pain in extremity ("hand pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pruritus, eczema, ovarian cyst, urinary tract infection, micturition urgency, pollakiuria, ovulation pain, hot flush, burning sensation, vulvovaginal pain, myoclonus, hypoaesthesia, spinal osteoarthritis and the last episode of pain in extremity outcome was unknown. The reporter considered burning sensation, eczema, hot flush, hypoaesthesia, micturition urgency, myoclonus, ovarian cyst, ovulation pain, pollakiuria, pruritus, spinal osteoarthritis, urinary tract infection, vulvovaginal pain, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-nov-2017 for the following meddra preferred term: pruritus. The analysis in the global safety database revealed 122 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.